Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had flipped and migrated due to weight loss and a fall causing difficulty charging. The patient underwent a revision wherein the ipg was repositioned and the patient was doing well postoperatively.